Manufacturer narrative:
A ge service representative performed an onsite investigation. The input power & grounding connections, isolation transformer inner taps and ac power plug assembly were evaluated and tightened. The hard disk drive was also reformatted and system software was reloaded. The 5 vdc power supply was also evaluated and adjusted to the optimal voltage levels as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up. No patient serious injury or death was reported related to this event.